Event description:
It was reported that the loss of display occurred on the console during the procedure. The 70% stenosed target lesion was located in a mildly tortuous and severely calcified right coronary artery (rca). A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and worsened as the procedure proceeded. The display screen showed that the rotation speed of the burr was jumping up and down. There was a deceleration speed. However, the sound of the console/burr was running normal. The procedure was completed with this console device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro console sn: (B)(6) was returned for analysis. On visual inspection the rotapro console sn: (B)(6) was in good condition. Rotapro console sn: (B)(6) has a total powered on time of 6 hrs and had a total procedure time of 19 mins. During functional testing, flickering of the screen was confirmed. The flickers was observed intermittently during the functional test in the corner near the reset button. The fault was traced a faulty screen in the front housing.

Event description:
It was reported that the console screen flickered during the procedure. The 70% stenosed target lesion was located in a mildly tortuous and severely calcified right coronary artery (rca). A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and worsened as the procedure proceeded. The display screen showed that the rotation speed of the burr was jumping up and down. There was a deceleration speed. However, the sound of the console/burr was running normal. The procedure was completed with this console device. There were no patient complications reported.